Manufacturer narrative:
The event occurred in canada. This medwatch report is for the suspect device used in system 2 (lot number 208070, expiration date 05/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used system 1.

Event description:
Customer received a result of 7.8 mmol/l on compact plus system 1, and a result of 21.2 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.